Manufacturer narrative:
See MDR # 3004209178-2016-10351 for the other implantable neurostimulator (ins) ((B)(4)).

Event description:
Information was received from a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and no n-malignant pain. It was reported that the implantable neurostimulator (ins) was unable to charge. The reposition antenna screen was seen. It would not communicate with other external devices. The patient had another system which the patient was able to use the initial external equipment with and was able to connect to.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.